Event description:
It was reported by the patient that the patient underwent an anterior cervical spinal procedure. Approximately 2 months post op, the patient reported experiencing severe itching, swelling and a rash since the surgery. The patient was scheduled to see an allergist. No results have been provided at this time. No other patient complications have been reported.

Manufacturer narrative:
(B)(4): the lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.